Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the power management board, battery, user interface to power management cable, fan and retention plate and the issue was resolved. The gas delivery system (gds) was returned for failure analysis. A visual inspection revealed no signs of damage or contamination. It was determined that a defective u1 component on the air flow sensor printed circuit board assembly (pcba) created the air and o2 flow accuracy test failure. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that device failed air flow testing. There was no patient involvement.